Event description:
It was reported the stimulation would stop when the patient put her hand on her leg. It was not normal battery depletion. Impedances > 4000 ohms were noted on the telemetry strips. It was reported the impedances were fine. The generator was removed and replaced. The plug would not come out. When the plug did come out one of the connectors broke and stuck in the generator. No patient injury was reported.

Manufacturer narrative:
The neurostimulator and plug were returned for analysis. Analysis results were not available at the time of this report. A follow-up will be sent when analysis is completed.